Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during a knee procedure, a screw didn't mate with the tibial augment. Subsequently, a screw for an alternative augment was used to complete the procedure. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Corrected: d10 d10-medical product unknown biomet 360 tibial augment. Visual inspection of the returned screw components found both to exhibit some cosmetic damage one of the screw threads were found to be damaged and the second screw threads were conforming. However, it is not confirmed which screw was the one used with reported part. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.